Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer experience of programmer display going black and frozen while in tes ting with the analyzer, an analyzer session was run overnight with no resulting issues observed and no errors were found in the log. The programmer and analyzer passed all incoming functional and systems tests. The hard drive health was noted to be at 100%. The link electronic module was reseated, and the standoff and power supply were replaced as preventive measures. It was noted that the electrocardiogram spacer was missing and it was replaced and the media bay gasket was replaced and the connection between xy and the overlay was also replaced as preventive measures. The stylus was recalibrated. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing with the analyzer the programmer's display screen went black and frozen. A reboot was necessary to end the procedure successfully. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.